Event description:
It was reported the device system was explanted due to infection. The patient recovered without sequela. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.